Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen. The allegation was confirmed due to the finding of a detached/broken needle/cannula. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.